Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint part of the tip is chipped off. The fenestrated bipolar forceps instrument was observed to have charring and localized melting at the grip base. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a part of the fenestrated bipolar forceps instrument tip chipped off. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing piece was noted prior to the start of the procedure; the surgical technician noted it during initial inspection. The instrument was not used on the patient.